Event description:
It was reported that the customer experienced low blood glucose levels. The customer, who was (B)(4), had been diagnosed with diabetes for 34 years and had been on insulin treatment for 32 years. The company representative stated that the customer also has hypertension, coronary heart disease, retinopathy, chest pain, erectile dysfunction, and kidney failure. In the past 3 months, he has 2 low blood sugar reactions which were mild in nature. The caller declined to provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.